Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio2 meter. Results as follows: date: this week, inratio2: 2.2. Date: last week, inratio2: 3.8. Caller reports that her inr's fluctuate.